Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that several handpieces were ineffective and heated. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned received for evaluation. The system was manufactured on june 4, 2015. Based on qa assessment, the product met specifications at the time of release. Visual evaluation: the handpiece was received for evaluation. A visual assessment of the returned sample revealed a herniation near the handpiece strain relief. A flow rate test found the handpiece to meet specifications. The handpiece was then connected to a calibrated infiniti system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The stroke test found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event of no phaco power cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).